Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh 2x was implanted. It was reported that the patient underwent mesh excision on (B)(6) 2012 due to mesh erosion and dyspareunia. It was reported that the patient underwent a previous gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. Other implanted product is captured in a separate file. No additional information was provided.